Event description:
It was reported that during an unspecified stenting procedure, the stent failed to expand. The location of the lesion is unknown. The ultraflex tracheobronchial 10mm x 3 mm stent delivery system (sds) was advanced to the lesion, however, upon deployment, the stent failed to expand. The stent was removed by unspecified means. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "no complications".